Manufacturer narrative:
Hill-rom technical support contacted the account and found that the scale was improperly zeroed with the patient on the bed, user error. The patient was removed from the bed and the scale was zeroed to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported to the hill-rom account executive that the bed exit will not set. The bed was located in room 314 at the facility. There was no patient/user injury reported, the patient was on the bed. This report was filed in our complaint handling system as complaint # (B)(4).